Event description:
Info received indicates the tech found the ground resistance reading was out of range during a preventive maintenance check.

Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.